Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00443 and 2134265-2016-00840. It was reported that automatic pullback failure occurred. During a procedure, a motor drive unit 5 plus was used in conjunction with an unknown catheter and unknown sled. However, the mdu 5+ stopped during an automatic pullback. The sled was replaced but the issue was not resolved. Manual pullback was performed to complete the procedure. No patient complications reported.